Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. Lead diagnostics showed contacts 9-16 were invalid. Patient suffered a fall a few months prior. Reprogramming was unable to resolve the issue using the remaining lead. Surgical intervention may be pending to address the issue.